Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, ten days after placement, the locking adapter of the button was damaged. The procedure was completed with a different device (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.